Manufacturer narrative:
Due to character restrictions, initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had iabp may required maintenance message. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and the reported error occurred once the device was turned on. The fse indicated that when updating software to version d.0, if the logs weren't deleted on certain devices, this message would appear, and the solution was to delete the logs. The equipment continues to operate correctly after performing all the corresponding tests. All functional and safety checks to meet factory specifications performed. Reading and clearing of logs is done. Equipment is suitable for use.